Manufacturer narrative:
Product complaint # : (B)(4). Section b5: the microcatheter used in the procedure was a prowler microcatheter (606s255x). Complaint conclusion: as reported by the field, during a stent assist coil embolization, a EU ent4.5mmd 22mml wno dstl tp intracranial neurovascular stent (enc452200, enc452200) arrived at the lesion site and released about 2/3 of stent body. However, the distal end of markers were unable to open. After several attempts, markers still could not open. Then the physician immediately retracted the stent and switched to a new device to complete the surgery. There was no patient injury report. Additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during the advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The stent was recaptured into a prowler microcatheter (606s255x) and removed. There were no procedural delays due to the event. One picture was received, and the review was made by an independent physician the results are as follows: "the description highlights a non-opening of the distal portion of an enterprise device. There is one image provided which shows the distal markers of the device close to one another, which is in keeping with non-opening. The reason can not be derived with certainty from the image, but the position does point to the tip of the enterprise being in the proximal m1 rather than the carotid termination. The image is however only in one direction, so this is also not a certainty. However, if the device would be in the m1, the morphological constraints of the artery may have been the culprit here. Other reasons for non-opening, besides damage to the device, are local vasospasm, and reflux of blood in the catheter leading to clot formation at the tip. If the device is sent back this can be checked". A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed; the delivery wire was noted to be inserted in one prowler microcatheter. The stent was returned already detached from the unit. The delivery wire was removed from the microcatheter and then inspected, and no damages were noted on it. The introducer was not returned for evaluation. The device was inspected under microscopic magnification, and the deployed stent was observed to be in good condition, and fully expanded both distal ends can be noted completely flared; there was no structural damage (i.e., no broken struts, no kinks). No other damages were noted. Customer complaint regarding the stent not being able to open was not confirmed since the stent was found fully expanded during the analysis. The stent detachment was not originally reported in the complaint, and the exact time when this condition occurred cannot be conclusively determined; however, it is suspected to have occurred during the post-operative handling/inspection of the device. With the limited information available, the exact contributing factors to the issue encountered during the procedure remain unknown; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record (DHR) of lot number 7014926 was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ maintain adequate stent length (approximately 5mm) on each side of the aneurysm neck to ensure appropriate neck coverage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was received and the review was made by an independent physician the results are as follows: "the description highlights a non-opening of the distal portion of an enterprise device. There is one image provided which shows the distal markers of the device close to one another, which is in keeping with non-opening. The reason can not be derived with certainty from the image, but the position does point to the tip of the enterprise being in the proximal m1 rather than the carotid termination. The image is however only in one direction, so this is also not a certainty. However, if the device would be in the m1, the morphological constraints of the artery may have been the culprit here. Other reasons for non-opening, besides damage to the device, are local vasospasm, and reflux of blood in the catheter leading to clot formation at the tip. If the device is sent back this can be checked". A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp intracranial neurovascular stent (enc452200, enc452200) arrived at the lesion site and released about 2/3 of the stent body. However, the distal end of the markers were unable to open. After several attempts, markers still could not open. Then the physician immediately retracted the stent and switched to a new device to complete the surgery. There was no patient injury report. Additional information received indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during the advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The stent was recaptured into the unspecified microcatheter (mc) and removed. There were no procedural delays due to the event.